Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part number: 492.580, lot number: 3l10831, manufacturing site:(B)(4), release to warehouse date: jan. 30, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on unknown date, the patient underwent for a surgery to fixation of fracture. During the surgery, kirschner wire broke at the time of fixation of both ends of the fracture in the surgery of open reduction and kirschner wire fixation of fracture. The broken part was removed immediately. Changed another one to complete the surgery. There is no report on patient's injury. This complaint involves one (1) device this report is for (1) k-wire 2 w/doub tip l150 tav. This is report 1 of 1 for (B)(4).